Event description:
The machine recognized the wand, but when the foot pedal was pressed, little/no current was passing through tissue. Circulator had to hold the connection to machine to ensure electrical current could pass to prongs to finish. Machine worked, faulty wands.